Event description:
In 2009, the lay user/mother in france contacted lifescan on behalf of the lay user/patient alleging the one touch ultra2 meter read inaccurately high. The reporter (the patient's mother) said that at 10:49 pm three days prior, the patient's reading was 413 mg/dl. The mother gave the patient 2 more units of novorapid than usual at that time. At 10:59pm the patient obtained 467 mg/dl on her meter and the mother gave her 2 more units of novorapid. At 12:45 am on the day prior to original date, the patient had a reading of 21 mg/dl and had symptoms of "crying, convulsing, blurry vision, loss of consciousness, and confusion," symptoms the mother says were typical of hypoglycemia for the patient. The patient's mother tried to give the patient some chocolate, but the patient could not swallow. The mother gave the patient some glucagon instead. At 1:00 am, the patient's reading was 51 mg/dl and at 1:49 am the patient's reading was 549 mg/dl on her meter. Emergency services came at around 1:45 am and also tested the patient's blood sugar but the results was not provided. Emergency services did not give the patient any treatment. When emergency services took the patient to the hospital, the patient was still nauseous. The hospital monitored the patient's blood sugar with their meter but the results are unknown but the mother thinks the hospital obtained lower readings. The mother thinks the hospital gave the patient glucose during her stay. The patient stayed at the hospital until about noon on the day prior to original date. The mother said that she usually does not give the patient any insulin at night when the patient got readings of 413 and 467 mg/dl but that she usually does not see such high results and panicked, giving her 2 units of novorapid twice. She usually tests the patient around this time and usually obtains results between 180 and 200 mg/dl. The mother injects the patient with insulin based on a set schedule and usually does not vary the dose based on meter readings. The patient gets 7 units of levemir and 4 to 5 units of novorapid at 8 am. She gets 1.5 units at 12pm and 2.5 units of levemir and 1.5 units of novorapid at 8 pm. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The test strips were within expiration dating and in good condition. The unit of measure was set correctly at the time of testing and the calibration code number was set correctly. This complaint is being reported because, it was alleged that the meter read inaccurately high, that the reporter injected the patient with additional insulin based on the results, and that the patient reportedly subsequently suffered symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do ot pass inspection in a supplemental report.